Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction. It was reported that the patient has been having a little bit of incontinence for the past week or so. For a while patient was not able to go at all and had to have a catheter placed. Caller took the patient to the doctor yesterday but the programmer was not charged so they could not help them and told them to call manufacturer. Reviewed how to use the programmer and communicator and caller was able to increase the stimulation to a comfortable level. Patient will maintain stimulation level and will continue to track symptoms.

Manufacturer narrative:
B3: date is estimated; month and year are valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
On 2025-oct-09 additional information was received from a healthcare professional. They reported that the patient did experience retention prior to the device and it had not gotten any worse as a result of the device/therapy. They said their post-void residual urine had decreased since the implant. Catheterization was not the patient's standard of care prior. The patient had increasing dementia issues so it was unknown what further steps would be taken or if the issue was resolved.